Event description:
Information was received from a consumer who was implanted with a neurostimulator for spinal pain. It was reported the patient had cervical neck surgery (fusion on c4-c7) about 3 weeks prior to (B)(6) 2016, and they were now in a neck collar for 3 months due to the surgery. The collar has thrown off their balance and they had a sudden return of back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.